Event description:
Customer reported via phone call that they received a failed battery test. The blood glucose reading is 231 mg/dl.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected failed battery test noted. However, the insulin pump has minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.